Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.1 failed to close it seemed like something was stuck in the back, I opened the back but there was nothing. Drawer was not closing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) a review of the complaint history for b was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 had failed to close. A field service engineer discovered that the latch assembly was misaligned and obstructing the drawer, with some screws missing and one stuck. The fse removed and retightened the latch assembly, then rebooted the system. The system functioned as intended after the field service engineer repaired the device.